Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Additional comments regarding: the lot number could not be specified by the initial reporter. Upon review of this facility's order history, we confirmed the occurrence involves one of the two (2) following lot numbers: (B)(4), manufacture date 9/17/2018, expiration date 9/17/2021. (B)(4), manufacture date 8/20/2018, expiration date 8/20/2021. Continued from occupation: non-healthcare professional. PMA/510(k) number: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved cannot confirm the report. However, all the components were not included in the return, (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle for activation of the carbon dioxide cartridge. The powder chamber appeared to be full. When tested as returned, the device did not spray. When the red activation handle was removed, carbon dioxide discharged from the cartridge. The lance position was measured using a tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the carbon dioxide cartridge and regulator (lance and o-ring) confirm the device was of the post-CAPA design. When retested with a new carbon dioxide cartridge, the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The potential device history records for the lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation due to the condition of the returned device said to be involved. The catheters were not returned for evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use state: "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history records confirmed that the potential lots said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hemospray endoscopic hemostat. They [the user] went down with the device. They went to spray the active bleed and the device would not spray. The procedure was successfully completed with another hemospray. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.